Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the svc (superior vena cava) coil impedance on the right ventricular (rv) lead, and that an alert was possibly triggered. The rv lead remains in use. No patient complications have been reported as a result of this event.